Event description:
It was reported that an arteriotomy closure of a heavily calcified and moderately tortuous common femoral artery was attempted using a proglide with a 9fr sheath, after an interventional procedure. Reportedly, after removal of the plunger, no sutures were visible. During removal it was noticed that a part of the device was missing and after the device was fully out of the patient's anatomy, it was noticed that the complete section distal of the foot had separated and remained in the patient's anatomy. The patient was sent to surgery where the part of the device was successfully removed and hemostasis was surgical sutured. The physician is reportedly not trained in the use of the proglide device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Device (B)(4) was added - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Under indications for use: the perclose proglide 6fr smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that the guide was broken at the needle guide area and the link was pulled from the cuff. This confirmed the reported experience. Based on the results of the investigation, the cause was due to user error and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.